Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported ballooned pump segment. Although requested; no additional event information provided. No patient harm reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No product will be returned. The customer complaint of a ballooned pump segment was confirmed per picture received by the customer. It was observed per picture received that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment the root cause for this event could not be determined.